Event description:
Baxter (B)(4) received a report of an intermate that had a crack in the coil cap. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed that the coil cap was cracked. The root cause was determined to be operational error. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.